Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and a video were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 11/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the catheter was allegedly ruptured externally at the junction between the silicone clamp and the y. It was further reported that the extravasation of fluid was found through the rupture during a hemodialysis cycle. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. One electronic photo and two videos were provided for review. The photo shows the catheter placed inside a bag. The videos shows leakage from both the extension legs when injected with a fluid. Therefore, the investigation is confirmed for the reported fluid leak issues. However, the investigation is inconclusive for the reported fracture issue as no clear evidence of fracture was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 11/2025), g2, g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the catheter was allegedly ruptured externally at the junction between the silicone clamp and the y. It was further reported that the extravasation of fluid was allegedly found through the rupture during a hemodialysis cycle. There was no reported patient injury.